Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient fell in an accident unrelated to the patient¿s pacemaker and consequently reported feeling lightheaded. Subsequently, the patient presented to the physician who interrogated the device and determined that the pacemaker was pacing with long pauses and without therapy. Noise on the right ventricular lead was observed which inhibited pacing. Changing the lead settings did not correct for the noise so the lead was capped and replaced on (B)(6) 2017. While performing the capping procedure an insulation break was noticed. There were no complications during or after the replacement.